Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they when priming the insulin squirts out about half an inch as well as insulin was squirting out during the manual prime process. Customer¿s current blood glucose level was 168 mg/dl. Customer states they were not wearing the insulin pump during priming. Customer states insulin continued to drip after letting go of the act button. Customer stated that they receiving a finished loading alert days after insulin pump was primed. Customer stated that the drive support cap was still okay. Troubleshooting was performed for priming. The insulin pump will be returned for analysis.